Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing excessive irritation, rash and blistering had occurred due to the pod adhesive. The patient visited the clinic and was referred to the dermatology department. The patient was prescribed a steroid cream and compeed barrier.